Event description:
It was reported via literature that thrombosis occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was successfully performed using a watchman laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2017, a device-related thrombus (drt) was observed. The patient was placed on anticoagulation medication. In (B)(6) 2018 the thrombus was no longer present. No patient complications were reported.

Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred in (B)(6) 2017 d6a. Implant date: implant estimated as implant was reported to have occurred in (B)(6) 2017.